Event description:
It was reported that the right ventricular (rv) lead displayed rising thresholds and impedances over the previous three years. It was further reported that the rv lead was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pulse generator (ipg) 2004 (B)(6). (B)(4).